Event description:
It was reported that the rod broke in half and screws came out post-operatively. Patient reportedly had fall in (B)(6) of 2017 in which she tripped over a chair and fell on their knees. The patient was in pain, couldn't walk, trouble breathing and couldn't lift arm. The patient underwent revision surgery on (B)(6) 2018 to replace hardware.

Manufacturer narrative:
Method: surgical notes review, x-ray image review, nc/CAPA history review, labelling review, risk assessment. Result: the reported event was confirmed upon review of surgical notes and x-ray image. Products were not returned for evaluation and no lot# was provided therefore manufacturing records review and complaint history review could not be performed. Patient was reported to have had a fall in thanksgiving of 2017 in which she tripped over a chair and fell on knees. Conclusion: the root cause of the reported event could not be determined conclusively but it is likely that the patient fall (a few months ago) may have contributed to the event - perhaps a crack in the rod at the time of fall which may have lead to fracture due to fatigue over time.

Event description:
It was reported that the rod broke in half and screws came out post-operatively. Patient reportedly had fall in thanksgiving of 2017 in which she tripped over a chair and fell on their knees. The patient was in pain, couldn't walk, trouble breathing and couldn't lift arm. The patient underwent revision surgery on (B)(6) 2018 to replace hardware.